Event description:
Pt is (B)(6) female with life limiting low back pain, history of multiple lumbar spine procedures. Pt reported l4-s1 posterior spine fusion 20 years prior. Also reported l3-l4 posterior spine fusion with l2-l3 stabilization in 2010 in ft collins, co. Pt stated no relief from that procedure. Surgery performed (B)(6) 2013 which demonstrated "obvious gross loosening of the right l2 and bilateral l4 pedicle screws. Prior to complete implant removal, there was noted to be gross motion between l3 and l4. However, that was hard to assess due to the loose screws at l4." Surgery (B)(6) 2013 included l2-l4 hardware removal with exploration of posterior spine fusion, l3 - l4 bilateral posterolateral fusion, t10 - l3 bilateral posterior spine fusion.